Event description:
It was reported to boston scientific corporation that a stonetome sphincterotome was used during a procedure to remove stones from the bile duct on (B)(6), 2011. According to the complainant, during the procedure, the device would not bow properly. It is unknown if the device failed to bow completely or if the device failed to bow in the correct plane (misaligned). Upon removal of the device from the patient, it was noted that the distal end of the catheter was kinked near the cutting wire. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Although the exact patient age is unknown, the patient was reported to be over 18 years of age. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.